Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -10.0 diopter was torn/broken during injection/ delivery into the patient's right eye (od) on (B)(6) 2022. The lens was implanted and removed and replaced intra-operatively with no patient injury. A replacement lens of the same mode;/size and diopter was implanted and the problem was resolved. Cause reported as patient related factor. Lens failed to perform as intended. "The lens had pigment."